Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific crm received information that this right atrial lead was fractured. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.